Manufacturer narrative:
H.6. Investigation: a device history record review was completed by our quality engineer team for provided material number 305110 and lot number 0090927. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed.

Event description:
It was reported when using the bd needle 26x3/8 ib, the device experienced the needle breaking off. The following information was provided by the initial reporter. The customer stated: it was reported that caller reported needle broke while attempting to fill the cartridge. Caller reported needle broke while attempting to fill the cartridge. ¿ did issue cause any injury? - no. ¿ did customer require medical intervention? - no.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd needle 26x3/8 ib, the device experienced the needle breaking off. The following information was provided by the initial reporter. The customer stated: it was reported that caller reported needle broke while attempting to fill the cartridge. Caller reported needle broke while attempting to fill the cartridge. Did issue cause any injury? No. Did customer require medical intervention? No.